Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the power indicator did not illuminate green when the power is on due to a component failure of the control panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited a power indicator that did not illuminate green when the power was on. There was no patient involvement.